Event description:
I had saline breast implants put in 5 yrs ago and have had health problems ever since. My body was fighting the foreign objects. I believe the health issues were due to the silicone bags of the implants. I was diagnosed with fibromyalgia, immune deficiency disorder, psoriasis, extreme hair loss, brain fog, anxiety, insomnia, depression, chronic fatigue syndrome, bruising, weight gain, swollen abdomen, mouth sores, cognitive issues including memory loss. I had the implants removed on (B)(6) 2012 and my energy level is already improving. I do not have any anxiety and have not had any trouble sleeping. I feel like I am starting to get back to my old self again. The MFR is mentor. They were implanted on (B)(6) 2012 by dr. (B)(6). They were explanted on (B)(6) 2012 by dr. (B)(6). I am still healing from the surgery.